Event description:
It is reported that the inner plastic packaging cracked as it was being pulled out of the outer box. Surgery was completed with another implant.

Manufacturer narrative:
Evaluation summary: visual examination reveals that both the inner and outer plastic cavities are cracked. The tibial component has been knocked out of the foam packaging, indicating that the package underwent a fall or significant impact. The cause of the cracked trays was exposure to hazards outside of normally anticipated distribution environments. Based upon the investigational findings, it is possible that the damage was caused by the box being subject to a significant impact, possibly during transit. The exact cause of the damage cannot be determined. Evaluation: device history records indicate all components were manufactured and inspected to specification.